Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that 2 needle 30x1/2 rb experienced a clogged/blocked needle which was noted prior to use. The following information was provided by the initial reporter: user facility used syringe to match needle (material: 305106). During use, the needle was clogged and could not be vented; since (B)(6) 2019 there have been three cases of needle clogged occured in the hospital, all of which are the same batch of needles.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 needle 30 x 1/2 rb experienced a clogged/blocked needle which was noted prior to use. The following information was provided by the initial reporter: user facility used syringe to match needle (material: 305106). During use, the needle was clogged and could not be vented; since (B)(6) 2019 there have been three cases of needle clogged occured in the hospital, all of which are the same batch of needles.